Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Additional information: baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported problem of "damaged battery" was confirmed and reproduced. Quality engineering determined that the cause was due to depleted main batteries associated with use/user error. The problem was resolved by replacing the main batteries. Additional information: this involved a colleague p1.5 infusion pump with user interface module master software version 6.13.92.

Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump that was alarming damaged battery; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. The software version is currently unknown at this time.